Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('bad cramping even when not on period') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2008, the patient experienced malaise ("miserable almost every day"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headaches almost every day"), alopecia ("hair loss"), vaginal discharge ("chronic discharge"), abdominal distension ("look and feel bloated"), loss of libido ("no sex drive"), dyspareunia ("when I do have sex its painful"), back pain ("lower back pain"), fatigue ("extreme fatigue") and amnesia ("I have to set alarms on my phone for everything or I forget") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the abdominal pain lower, headache, alopecia, vaginal discharge, weight increased, abdominal distension, loss of libido, dyspareunia, back pain, fatigue and malaise had not resolved and the amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, dyspareunia, fatigue, headache, loss of libido, malaise, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: surgery information added- event abdominal pain lower was updated from non serious incident to serious intervention required (device) and medically significant was tick. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.